Manufacturer narrative:
Investigation findings: the device history record (DHR) was reviewed. The records demonstrate that quality system procedures were correctly followed. A lot assessment found no other similar or related complaints for the reported lot. Complaints which are serious in nature are reviewed on a weekly cadence or for due cause to provide visibility and escalation. In addition, complaints are also monitored for trending on a monthly cadence. No further information is available at this time.

Event description:
The consumer stated that her tampon unraveled upon removal and tampon pieces remained inside of her. She stated she was able to remove the remaining pieces, but did not provide the date of event. At the time of the call, the consumer had not seen a health care provider. No further information is available at this time.